Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that patient had surgery due to hydrocephalus on (B)(6) 2016. According to the report, the pressure level was adjusted to 0.5, but the patient's ventricles were getting bigger. The report stated on (B)(6) 2016, the patient developed an infection and went into a coma before going to the hospital. It was reported that on (B)(6) 2016, the peritoneal catheter was explanted. Reportedly, the patient is still in a coma.

Manufacturer narrative:
The returned peritoneal catheter was patent. The peritoneal catheter also met the requirements for tensile strength and ultimate elongation testing. However, the peritoneal catheter did not meet the requirements for leak testing due to a tear observed approximately 1 cm from the proximal end. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. Review of the manufacturing and sterilization records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.